Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 12/11/97. The "gas loss" alarm sounded 48 hours post insertion. The pt's limb showed signs of discoloration. The balloon was removed due to the pt's limb problems. The doctor had difficulty removing the iab so the iab was removed via a cutdown. A blood back was detected by the nurse but the iab was not removed for some hours. The pt required femoral embolectomy and repair of false aneurysm.